Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) ¿ active - system 1; (B)(6) ¿ performa connect - system 2. Device received in a condition which made analysis impossible. Unable to test returned test strips because they expired.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6)¿ active - system 1; (B)(6) ¿ performa connect - system 2.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 90 mg/dl on active meter (system 1), and 171 mg/dl on perform connect meter (system 2). No serious injury reported. Requested return of suspect device for evaluation and replacement was sent.